Event description:
It was reported to the manufacturer by the end user, per the end user, facility associates tried to lift the patient off the bed and the lift started to tip over. One cna jumped over the bed to catch the lift from hitting the floor and pulled a back muscle. The facility associate was sent to urgent care for evaluation of the pulled back muscle. The resident was not injured. (B)(4) were entered into our system to have the lift returned to joerns for investigation. The lift was received at joerns on 06-26-2017. Upon investigation it was determined that the issue that generated this complaint appears to have been misdiagnosed as no defects were found during testing.